Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation, an issue related to the device's system board was observed. The device's system board was replaced to address the issue. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to a program corruption.